Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a difficulty in detaching the clamp from the arm. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the proximal clevis. A piece measuring proximately 10.0mm x 8.0mm was not returned with the instrument. As result of the break, the proximal clevis was dislodged from the main tube. The dislodged proximal clevis was still attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.